Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump had display anomaly. Blood glucose at the time of incident was 20.3 mmol/l. Customer reported that display was solid white. Customer was treated with manual injection for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a solid white blank display with vertical black lines across the display due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display.